Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had partial display due to crack inside the screen. Customer¿s blood glucose level was 130 mg/dl. Customer was sleeping and they leaned on the insulin pump. Customer reported crack that cause partially black inside the screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display anomaly due to cracked and bleeding lcd.